Event description:
It was reported that the right atrial (ra) lead exhibited a potential fracture, no capture, high undefined impedance, far field r-wave (ffrw) oversensing, noise, non-physiologic oversensing and high thresholds. The ra lead reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.